Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. Visual inspection, functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no issues noted. An event history log review was performed and identified the following alarms: low drain volume, low uf, and check patient line. The cause(s) of the alarms could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during an unknown drain cycle of peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the alarm. It was not reported if the technical service representative was able to troubleshoot the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.